Event description:
It was reported that the customer passed away recently. The wife stated that the customer had a lung removed in (B)(6), and he never was able to get off the ventilator, his kidneys failed. It was stated that the customer was off the insulin pump a week prior to his death. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.